Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7110496 / 7110362, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4318, batch/lot number: 37825204, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site and despite pain relief, patients incision never healed and had leakage and redness. The physician did not believe that the infection was device or procedure related and the caused was due to patients' autoimmune diseases. The patient was placed on antibiotics. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.